Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828803pl) failed while implanted and needed to be replaced. No additional information was provided after several attempts.

Manufacturer narrative:
The certas valve (ID (B)(6)) was returned for evaluation. Device history record (DHR) - the product code 82-8803pl with lot 6232142, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; a needle hole in the needle chamber was noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root causes for the issue reported by the customer could have been due to, biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no functional issues were noted with the valve. Additional information received: implanted (B)(6), 2022 and explanted (B)(6), 2022 the problem was after implantation, patient readmitted with symptoms .